Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that two front pcu keypads are being replaced due to unspecified failure.

Manufacturer narrative:
Correction on initial report: disregard file, device is no longer a suspect.

Event description:
It was reported (1) pcu keypads are being replaced . The unit displayed a charge however would not turn on. The customer confirmed that there was no patient involvement.